Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 7073299.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedance. The patient's leads were replaced and that the patient was doing well with good coverage postoperatively. The explanted leads were retained by the medical facility and will not be returned.